Manufacturer narrative:
The user reported that they were hospitalized and diagnosed with an infection. The event occurred on (B)(6) 2025. At the time of the call, the user stated they were feeling better. The user confirmed that the event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported they were hospitalized. The user was diagnosed with an infection. The event happened on (B)(6) 2025. At the time of the call, the user was feeling better. The user made clear that the event was not related to diabetes or glucose measurements. Per dms, the user is currently using the system with up-to-date information.